Event description:
The customer reported the power supply was faulty. No patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse). The symptom was verified, the battery charge led was not lit. The issue was localized to the power supply, which was replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the power supply.